Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated. The patient underwent a revision procedure wherein the lead was repositioned and patient was doing well postoperatively. The device remains implanted.